Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The lesion was located in the right coronary artery (rca). A guide catheter and guide wire were used a gain access to the rca and the 1.5x20mm maverick2 balloon catheter was advanced to the lesion and inflated once. However, at 12 atms on the first inflation the physician was unable to inflate the balloon further. Therefore, the physician removed the maverick2 balloon catheter from the guide catheter, and noted that the balloon had ruptured. Another 1.5x20mm maverick2 balloon was used to pre-dilate the lesion and two drug-eluting stents (des) were placed. The procedure was completed successfully. No pt injuries or complications have been reported. Pt status is listed as stable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.